Event description:
Product: depuy pinnacle metal on metal femoral head articul/eze and pinnacle acetabular cup was implanted (B)(6) 2007. Patient complaining within 5-6 months of unusual pain hip/groin area, pain went on to radiate down left leg. Rash appeared within 5-6 months. Pt was referred to various dermatologists, very first one identified rash as metallosis and advised on removal of metal implant. However, doctors and surgeon failed to believe and take note. Official diagnosis of severe rash given this year earlier 2011 after a television program uncovered the damages and dangers of the depuy asr recalled hip replacement system. Pt's doctor ordered cobalt levels to be done, result of over 20 times acceptable limit detected. Surgeon went on to order numerous MRI, scans, x rays, nerve conduction studies and now attributes severe damage/tissue damage and pain to pinnacle system, pt booked in for removal (B)(6) 2011, but faces rest of life with pain and permanent tissue damage, not to mention uncounted financial problems. Life currently demising for pt who is now unable to walk without medical aid assistance. Car traveling puts pt in excruciating pain and pt has not slept more than two hours in succession at any night for past four and a half years. Pt underwent recent back surgery as a result of walking difficulties over past 4 and half years.